Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. Customer¿s blood glucose level was over 600 mg/dl. A manual injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.